Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The customer ordered a power pca board, which could indicate a power issue with their device. There was no report of pt involvement.